Event description:
A healthcare professional reported a retrospective study published in the elsevier journal, entitled. "Investigation of subclinical ocular inflammation in the aqueous humor of patiens with myopia following bilateral sequential collamer lens implantation." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced elevated iop. The study concluded that since the transient iop increasing happened only on 2hours or 4 hours post operation, and all the cases' iop decreased below 21mmhg 1 day after operation, we don't think they are in a abnormal condition.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Correction data: b5 - reported as; product problem (e.g., defects/malfunctions) - correct to; adverse event. Claim# (B)(4).